Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that when the programmer was on the screen was black and additionally noted that it booted to a black screen. It was further noted that the screen worked with a known, good micro processing unit. However, corrosion was found inside the programmer, that both keyboard hinges were broken, the stylus cable was damaged but functional and that the electrocardiogram connector was loose. The programmer was to be scrapped and replaced. (B)(4).

Event description:
It was reported that when the programmer was on the screen was black. Follow-up determined that this occurred during a software update. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.